Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm shaft vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the front part of the balloon ruptured at 8atm within 40 seconds. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and patient was good post procedure.